Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arteriovenous graft in the mildly tortuous and moderately calcified vein of the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.